Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The noise was reproducible while manipulating the ICD can. Externalized conductors were visible via fluoroscopy. The lead was capped and replaced.